Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a low blood glucose (bg) level of 40 mg/dl. The low bg's were treated by consuming sugar which elevated the bg's to 164 mg/dl. The customer suspected the correction factor setting was too high and contacted tandem technical support to assist with entering settings changes requested by their health care professional.